Manufacturer narrative:
Insulin pump was received with a scratched case. Insulin pump was also received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring, and broken reservoir tube lip. No crack was found on the pump casing during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack retainer ring. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.